Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Two complaints were received during this report period. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with the inability of a device and/or device components to expand or enlarge with the intended inflation agent (e.g. Saline or air). These reports were received from various sources. Patient information was confirmed for 1 event. 1 male; age (B)(6).

Manufacturer narrative:
This follow-up report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program.